Event description:
Patient was revised to address painful subluxation. There was black tissue in the joint, and a new cup was implanted with proper version. It was also noted that there was a thumb-size hole in the inferior medial wall of the acetabulum, and a finger-size hold along the backside of the greater trochanter. The surgeon was unsure of the cause of the holes, and they were filled with bone graft.

Manufacturer narrative:
Update rec'd 7/11/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain and a clicking/catching sensation when walking. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the femoral head and acetabular liner. Per procedure, the devices are exempt from device history review. No other reports against the remaining product and lot code combinations since their release to distribution were found. Additional event information and investigational inputs were requested but not provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 7/11/2014-pfs and medical records received. After review of the medical records the revision operative note confirmed that the cup was malpositioned and metallic staining around the stem and cup. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.